Event description:
The reporter states that she obtained the blood glucose comparison of 194mg/dl and 100mg/dl on the accu-chek compact system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.